Event description:
Healthcare professional reported left side rupture "without trauma reported." Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Device evaluation: analysis of the device confirmed the device weight was within specification. Visual analysis of the device showed whole particles on the shell. Microanalysis of the device showed discoloration of the device surface area assessed as wear abrasion. Reason for reoperation: rupture.